Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended. As a result, the ipg became inoperable and the patient lost stimulation. As a result, the physician explanted and replaced the ipg with a new model, resolving the issue.

Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
As received, reported event for inoperable ipg due to patient not charging was not confirmed. As received the ipg was able to fully charge and pass auto test. No anomaly was observed that would have affected the operation of the ipg or reported event.